Event description:
It was reported that inflation could not be maintained on one(1) size 8 lpc, low pressure cuffed tracheostomy tubes. The inflation problems were detected almost immediately after device placement. There were no reported pt injuries associated with the reported experiences. The involved 8lpc device is reportedly available to be returned for identification, analysis and investigation. As of the date of this submission, the device has not been received by the MFR.